Manufacturer narrative:
The insulin pump had broken battery tube threads, a broken reservoir tube lip, cracked case near the display window corners, and a cracked display window.

Event description:
The customer reported via telephone call that the insulin pump was breaking where the battery screws in. The customer did not recall the blood glucose reading. The top of the battery compartment was missing. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.